Manufacturer narrative:
Info not available; device not returned for analysis.

Event description:
It was reported that during a hal nephrectomy, when the device was fired, the cartridge pushed out of the device and fell into the pt. It was retrieved and a new device was opened to complete the procedure. There was no pt consequence.